Event description:
During implant, an unspecified helix rotation issue was observed on the right atrial (ra) lead. The event was resolved by explanting and replacing the ra lead. The patient experienced no adverse consequences.

Manufacturer narrative:
Additional information was requested but is not yet available.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. X-ray examination found the inner coil inside the connector region was overtorqued consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of the reported event was isolated to helix being clogged with blood and overtorque of the inner coil.